Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced sweating and incoherence, the cgm reading was 267 mg/dl and the blood glucose reading was 34 mg/dl. The patient´s daughter took the patient to the hospital around 9:00 pm. There the patient was treated with sodium chloride and dextrose. The patient was discharged on the (B)(6) 2023 around 12:30 am (less than 24 hours). At the time of the report the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.